Event description:
In 2009, the pt reported he receives e4 (occlusion) errors on his insulin infusion device several times a month. He stated his tubing will "clog" within 24 hours. He stated he clears the error by removing his insulin cartridge, priming and re-inserting the cartridge. He stated he does not currently have an occlusion, but had one an hour ago which he cleared. He stated his blood glucose goes "high" when he has an occlusion. His normal range is 170-300 mg/dl. Symptoms are dry mouth, frequent urination, and cramps. He said he is scheduled to have surgery and in anticipation of that, his doctor lowered his insulin. He stated that since then he has had elevated readings more often. He stated he changes his headset every 3-4 days, tubing every 12-16 days, and cartridge every 8-12 days. He was advised to use his headset no more than 48 hours, and his tubing and cartridge no more than 6 days. He stated he has a discarded the infusion sets at issue. A courtesy box of infusion sets were sent to the pt. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.